Event description:
It was reported that while inspecting circulated items, there was debris found in the sterile packaging. There was no patient involvement, and it was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Evaluation of the photographs provided/returned product confirmed there is white debris inside the sterile packaging which is visually consistent with the appearance of foam debris from the foam packaging. Additional evaluation of the returned product found damage to the sterile packaging (pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action has previously been initiated to implement improved packaging changes. The reported event has been confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.